Event description:
It was reported that the caller experienced a high reading from their blood glucose monitoring device. The specific blood glucose value was not known apart from being labeled as "high." The customer administered a correction bolus using the pump to address the high blood glucose. Technical support assisted the caller in updating the carbohydrate ratio setting and advised consulting with a healthcare professional when making such changes. The caller acknowledged and understood the guidance provided.